Manufacturer narrative:
Explant was reported to be due to structural valve degeneration. Investigation at abbott confirmed that all three leaflets contained tears, as well as fibrous thickening and calcifications. There was fibrous pannus ingrowth on the inflow and outflow surface of leaflets 2 and 3. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the pannus formation, calcification, and tears in all three leaflets could not be conclusively determined, however, one of the tears was associated with a calcified nodule.

Event description:
In 2012, a 21mm trifecta valve was valve implanted. On (B)(6) 2019, the valve was explanted due to structural valve degeneration. The valve was replaced with a 25mm edwards lifesciences pericardial aortic tissue valve (serial number: (B)(4)) and the patient is reported to be stable.

Event description:
In 2012, a 21mm trifecta valve was valve implanted. On (B)(6) 2019, the valve was explanted due to structural valve degeneration. The valve was replaced with a 25mm edwards lifesciences pericardial aortic tissue valve (serial number: (B)(4)) and the patient is reported to be stable.

Event description:
In 2012, a 21mm trifecta valve was valve implanted. On (B)(6) 2019, the valve was explanted due to an unknown cause. This patient is reported to be stable. Additional information has been requested.